Manufacturer narrative:
.

Event description:
It was reported that "while the stimulation", the patient experienced overstimulation and wanted to turn the device off, but couldn't. The patient tapped the patient programmer thinking it was a battery issue. The patient then tried to sync the device with the programmer. The patient felt a shock in his check area. The patient fell and hit his head on a wall and was bruised. His lips turned blue because he couldn't breathe. As a result of the fall, the patient had back pain. The patient was again shocked in 2009. The fall knocked him unconscious for a "few minutes". The patient was seen in the clinic at the hospital. An EKG was performed and was normal. There were no known environmental factors. The device was turned off. Additional information has been requested, but was not available as of the date of this report.